Event description:
It was reported that no disposable- pump won't run. Cassette not removed with this call as she had just called in previously and cassette was removed and pump was restarted but alarm returned. Patient not affected. Resvol- 6.3, rate- 2, given- 85.7 no additional information available